Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device did not work properly. The gray insert did not fit in the device. Another device was used to complete the case. There was no adverse consequence to the patient. (B)(6).

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis showed that the ets45 device was received in good visual condition and with no reload present, however a reload pan along with a piece of blue cartridge was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).